Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The patient is male and (B)(6) years old, accepted the craniotomy procedure. The generator indicated error information that no transducer detected. The sensor could not be detected. Changed the new one to complete. No people involved. (B)(6) 2015 per affiliate no delay in procedure.

Manufacturer narrative:
The device was returned and evaluated by the supplier. The supplier's evaluation included a review of quality records, which found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found that there was no visible damage to the sensor, catheter, or connector. The device passed all electronic, noise, linearity/hysteresis, and signal drift tests. Based on their evaluation, the supplier was not able to confirm the reported failure. No further investigation or corrective action is anticipated. Trends will be monitored for this or similar complaints.